Manufacturer narrative:
E: (B)(6). Institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the on/around the menu tab at the bottom of the touchscreen. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The device was otherwise stated to have continued to operate. On 12jan2026, the an authorized service provider (asp) evaluated the device and attempted to resolve the issue by completing a touchscreen calibration. This did not resolve the issue, so the touchscreen was replaced. No other abnormalities were found by the asp. Following the part replacement, the asp completed a cleaning, running test, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.